Manufacturer narrative:
Updated grids.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx monitor/defibrillator indicating that the external plates are broken. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: visual inspection found broken external plates. Results of functional testing indicate the plates needed replaced. The plates were replaced, and the device is fully functional and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the plates. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the external plates were broken.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.